Event description:
An ophthalmic surgical assistant reports a broken haptic was noted on the intraocular lens (iol) following insertion. Enlargement of the incision was required to accommodate removal and replacement. Add'l info has been requested.